Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having problems with his stimulation and some time ago the patient programmer stopped working reliably. The patient just used the charger to turn stimulation on and off. It was noted that the patient was at a good setting. No out of box issue was reported. The patient did not have the programmer with him at the time of the call to the manufacturer on (B)(6) 2017. The issue began in 2017, about a year prior to (B)(6) 2017. Additional information was received from the patient on (B)(6) 2018 reporting that their machine was due for a replacement. It was reported that it started turning itself off. The programmer remote didn¿t work anymore, so the patient stated that they just used their recharger to turn it on and off. The patient wanted to know where to go for service. Additional information was received from a health care professional regarding the patient on (B)(6) 2020. It was reported that the patient¿s device stopped working about two years prior to the report and the patient no longer has his patient programmer or recharger. The device was acting finicky, not working properly, and he was supposed to see his physician to have his new generator implanted. The patient needs an MRI for foot/ankle. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. The patient reported that the unit got fussy, maybe a year ago. The patient was wondering if an engineer could be sent to see if it could be ¿fixed.¿ the patient reported that he could really use it now as he had severely injured his foot, if it was working, he would be fine. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 37744, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.